Manufacturer narrative:
Device analysis report attached. This report is submitted on may 06, 2024.

Manufacturer narrative:
Per the clinic, the patient experienced very little auditory reactions with device use. The device was explanted on (B)(6) 2024, and the patient was re-implanted with a new cochlear device during the same surgery. This report is submitted on march 25, 2024.

Event description:
Per the clinic, the patient was placed under sedation on december 1, 2023, in order to perform advanced nrts and eabr.

Manufacturer narrative:
This report is submitted on december 27, 2023.